Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip separation was confirmed as a coil separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported material separation appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with no calcification. Reportedly, during use of the 014 ht bmw universal ii guide wire (gw), the tip separated. There had been no resistance during advancement. The separated tip of the gw migrated to the distal part of a small branch of the artery, and was not moving; therefore, no attempt was made to remove it. A new guide wire was used to complete the procedure with a good patient outcome. No additional was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D4 correction: model number entered.